Manufacturer narrative:
The radiometer investigation has shown, that the abl800 flex analyzer worked as intended, as an error message alerted the user of an issue with the chloride measurements.

Manufacturer narrative:
No answer regarding a possible interference in the sample was received. Each of the deviating ccl- measurements which are subject of this complaint have been error-marked with "?" Due to message 476: measurement unstable. Hence, the analyzer has worked as intended.

Event description:
According to the complaint the customer complains about deviation on parameter chloride cl during patient measurement. At only one and the same patient the cl value is measured much too high. According to customer the value of that particular patient is nearly twice the number compared to values measured at customer's lab. Comparison measurements carried out on nova prime analyzer. Both cal and qc measurements are ok. Both measurements are from (B)(6) 2021; abl800 flex analyzer: 160mmol/l comparison measurement nova prime analyzer: 98,5mmol/l. No reports of death or serious injury.